Manufacturer narrative:
A third-party service agent performed an initial evaluation on the customer's device and was unable to reproduce the reported issue. Physio-control was able to verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer reported to physio-control that their device intermittently lost power. In this state, the device may not be able to deliver defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The main keypad assembly was replaced and the device passed functional and performance testing. The device was returned to the customer. It was observed that one of the device batteries used at the time of the event was manufactured in 2016. It is recommended that batteries are replaced every two years. The root cause of the reported issue was not determined.

Event description:
The customer reported to physio-control that their device intermittently lost power. In this state, the device may not be able to deliver defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.